Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 54mg/dl. Customer having issues with pump and sensor. The customer was treated for the low blood glucose with. Customer¿s blood glucose level was unknown at the time of the call. The customer was assisted with troubleshooting. The customer was not connected to auto mode. There was no indication that the insulin pump over delivered insulin. The insulin pump will not be returned for analysis.